Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported that the footswitch stopped working during surgery. There was an issue with the footswitch cable. It took more than 30 minutes for the footswitch to work again. At the time of this report the patient impact was unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the system and footswitch met specifications at the time of release. A footswitch and footswitch cable were received for evaluation. A visual assessment of the returned sample showed no obvious visual nonconformities. The footswitch and cable were installed into a calibrated system. The footswitch was not responding, replicating the customer¿s reported event. After further troubleshooting, the footswitch was found to cause the reported event. The footswitch was then opened and internal cable assembly was reseated. The footswitch was then found to be functioning as intended. The footswitch was found to cause the reported event.